Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, the patient underwent a pump exchange due to suspected pump thrombosis. Additional information was requested but not provided.

Manufacturer narrative:
Additional information. The pump was not returned for evaluation. A correlation between the device and the report of pump thrombosis could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 1.5 iches from the pump housing and the remainder of the driveline was not returned. The outlet elbow was returned attached to the pump¿s outlet port; however, the sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow conduit (outflow graft and outflow graft bend relief), and bend relief collar were not returned. Visual examination of the textured blood-contacting surface of the outlet elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump, examination of the pump¿s blood-contacting surfaces revealed only traces of blood with no evidence of any adhered or developed depositions or thrombus formations. Visual inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The report of suspected pump thrombosis was not confirmed and no device-related issues were discovered during the evaluation of the returned device. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d10: additional information. Device evaluation: the pump was returned assembled with the driveline severed approximately 1.5 iches from the pump housing and the remainder of the driveline was not returned. The outlet elbow was returned attached to the pump¿s outlet port; however, the sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow conduit (outflow graft and outflow graft bend relief), and bend relief collar were not returned. Visual examination of the textured blood-contacting surface of the outlet elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump, examination of the pump¿s blood-contacting surfaces revealed only traces of blood with no evidence of any adhered or developed depositions or thrombus formations. Visual inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The report of suspected pump thrombosis was not confirmed and no device-related issues were discovered during the evaluation of the returned device. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.